Event description:
It was reported that a vt episode due to post-paced t-wave oversensing was observed via merlin transmission. Patient received inappropriate atp therapy. Programming changes were recommended; device remains implanted.